Event description:
It was reported that a revision was performed involving a nexgen monoblock tibia. The reason for the revision is unk.

Manufacturer narrative:
The implant was returned with no explanation as to why it was revised. Zimmer tmt is attempting to obtain details with regards to this event. Should add'l info be obtained, this report shall be updated.